Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold and deformation device observed on the device. ¿ white calcification observed outer the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and implant removal from textured to smooth due to the concerns of the product. Device remains implanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Device has been explanted and replaced.